Event description:
The manufacturer received information related to an alice nightone sleep diagnostics device. The user alleges exposed wiring and the unit will not turn on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.